Event description:
It was reported that during implant the pacing lead exhibited high thresholds in multiple locations, with the helix failing after multiple screwing in and out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.